Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm while sleeping. The customer's blood glucose level was high. The customer changed the cartridge and infusion set and delivered a correction bolus. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be determined.